Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during a colonoscopy procedure performed in 2009. According to the complainant, following retrieval of two biopsy specimens, a third attempt was made to retrieve a sample. However, the pull wire was found to be protruding from the forceps. To prevent scope damage, the scope and forceps were removed from the pt as a unit. The device was cut to remove it from the scope. The site was able to obtain adequate specimens with this device. The procedure was completed at that time. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. User facility medwatch attached.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.